Event description:
It was reported that the patient experienced an overnight hypoglycemia event, with a low alert followed by a confirmed blood glucose of 53 mg/dl, treated with oral glucose, an ensure beverage, and part of an orange, after which glucose rose to 140 mg/dl; the patient reported no unusual preceding activities or meal deviations, and no device-specific malfunction or component issue was identified. Symptoms included hypoglycemia. Outcomes included an event requiring unexpected medication or carbohydrates. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.